Event description:
New information received noted that the lead was damaged.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricle (lv) lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of lead damaged, inadequate capture and high pacing impedance were not confirmed. As received, a complete lead with four implant tools was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.